Manufacturer narrative:
Concomitant medical products: product ID 6947-58 lead, implanted: (B)(6) 2010. Product ID 4574-45 lead, implanted: (B)(6) 2006. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a device replacement, the patient developed a large pocket hematoma. The hematoma was evacuated. The device initially remained in use and was subsequently explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.